Event description:
A company representative reported that the tips of an aleutian an inserter inner shaft and a cascadia an lordotic-oblique inserter fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the cascadia inserter.